Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 and to add a code to h6 patient code. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 30june2020: it was reported that they did not get hemostasis after deployment of the device. Manual pressure was held to the patient for approximately 15 minutes to stop bleeding. The 6f procedure sheath was used. The blood loss was less than 250 cc. There were no difficulties with insertion, withdrawal or deployment of the device. Doctor did not feel collagen while tamping with green tube.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a patient had a procedure on (B)(6) 2020 and on the following day, the patient started feeling pain upon walking on the right upper back, thigh, calf and ankle. There was no pain while resting. The patient had corrective surgery on (B)(6) 2020 by a vascular specialist, where they replaced the existing stent. The patient stated that the angio-seal device failed yet was unable to advise in what manner. The patient stated that he did not and does not want to reach out to the surgeon that performed the procedure. The patient condition was stable. The patient stated that the procedure was unsuccessful. A catheter was used prior to using the angio-seal device. There was no patient injury/medical or surgical intervention. Procedure to check previous bypass, all checked out ok. There was no blood loss. Additional information was received on 18june2020: the procedure performed was a heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.